Event description:
It was reported that during regular maintenance, the cardiosave intra-aortic balloon pump (iabp) unit has poor lead winding on doppler blood flow meter and is unable to wind the lead on the doppler blood flow meter. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in site name : (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during regular maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has poor lead winding on doppler blood flow meter and is unable to wind the lead on the doppler blood flow meter. There was no patient involvement.

Manufacturer narrative:
The fse confirmed the tether winding failure. Fse replaced the tether assembly (0997-00-0596) to resolve the issue. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part number 0997-00-0596 tether assembly serial number n/a with a reported unit failure of poor lead winding on doppler blood flow meter. The failure analysis and testing dept. Performed a visual inspection and found that the cord had detached from the doppler unit and could not be wound up. The fat dept. Verified the failure of the poor lead winding. Retaining the part in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields: e1(event site name).